Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contractures, unknown grade, symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 26-year-old female patient underwent a primary breast augmentation with a mentor memorygel 500cc silicone breast implants experienced bilateral capsular contractures, unknown grade on the right side, and grade iii on the left side, and right sided symptomatic rupture post operation. The reports indicates that six(6) months prior patient been experiencing her left side is higher with discomfort pain . Patient physician prescribed her with singular which is causing side affects of foggy and hard to breath. The MRI examination confirmed the rupture. As a result patient scheduled for removal on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).